Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/07/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive down arrow button was not able to be duplicated; all keypad buttons responded appropriately during testing. The keypad cover was removed and contamination was found under the down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.